Event description:
A home peritoneal dialysis pt reported that he woke up with a very distended abdomen and the cycler was giving an alarm. His fill bags (two 5 liter bags) were almost empty and his drain bags had only about 5 liters in them. He figured that there must have been a power outage during the night and the cycler continued to fill him. He drained about 4,500 ml. Of solution. His prescribed fill volume is 2,000 ml. He felt a little relieved after draining. There was no serious injury or illness.